Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Refer to MDR number 344661-2018-00069 for the report documenting use of architect hbsag qual reagent. An evaluation is in process.

Event description:
The customer observed multiple (B)(6) results while using architect hbsag qualitative confirmatory reagents. The following data was provided. Sid (B)(6) (tested (B)(6) 2018) initial (B)(6) ((B)(6)), repeat (B)(6) ((B)(6)). Confirmatory testing was (B)(6). (B)(6) method was (B)(6). Sid (B)(6) (tested (B)(6) 2018) initial (B)(6) ((B)(6)), repeat (B)(6) ((B)(6)). Confirmatory testing was (B)(6). The customer stated the same specimen was repeated an hour and a half later and (B)(6) results were observed for both methods, however the specific values were not provided. (B)(6) method was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Additional information was received regarding the patient specimen confirmatory result disposition and included that neither patient specimen was confirmed hbsag reactive (nonreactive for hbsag). Neither specimen result using the suspect product was considered discrepant. Based on this information, this complaint is no longer a reportable event.

Manufacturer narrative:
Describe event or problem was updated with new information for the patients and test date for sid (B)(6) year was updated as 2018 from 2028. Suspect medical device 4. Catalog number and lot number was changed to ln 04p54-25 ln 85274fn00 from 04p54-25 ln unknown. Concomitant medical products update to ln 04p53-25 ln 85264fn00 from 04p53 ln unknown. Device evaluated by MFR: an evaluation is in process.

Event description:
On october 18, 2018, additional information was provided. Sid (B)(6) 2.58 s/co 0.85% confirmatory neutralization. Sid (B)(6) 2.18 s/co, 0.23% % confirmatory neutralization, additional repeat was nonreactive (0.25 s/co). Per the product package insert, %neutralization values less than 15% are considered invalid. Corrected test date, sid (B)(6) was tested on (B)(6) 2018.